Event description:
Consumer called to report a needle problem that resulted in her family member having a seizure. Not sure if the pen or the pen needle was the cause, insulin did not appear to be coming out. When she primed the pen, insulin shot out of the needle. She believes that family member got too much insulin.